Event description:
In a patient with thrombophilia on warfarin, when hospitalized, daily inr tests were ordered. The patient's usual dose of warfarin was ordered for day one, but because of concomitant new therapy, it was planned for warfarin dosing to be specified each day. On the afternoon of day two after admission, the staff informed the patient's physician upon inquiry, that an inr was not done nor ordered -the order was visually obscured amidst multiple lines of other information on the emr-. Warfarin was ordered at the patient's usual maintenance dose. Unbeknownst to anyone, and discovered the next day, an inr was electronically deposited into the emr at 5 pm on day 2. Three hours later, the nurse gave the patient the warfarin as ordered, oblivious to the inr of greater than 3.5. The blood for the inr was drawn at 4 pm -computerized transformation of "daily"-, despite the "daily" -meaning 6 am, which is generally the standard-. The next day, day three after admission, the inr was greater than 4.5. Parenteral vitamin k was administered without any further interventions. There are several product defects uncovered in this report. First, abnormal lab test results come back to the emr without any warning or indication, facilitating delays in the clinicians noting and acting on the result. Second, the computer transformed daily into an odd ball time, of which no one was aware. Third, the average screen seen on the emr, as was this one with the orders, are poorly usable due to deficient format and too many lines of clinically useless information.